Event description:
The customer reported reagent probes 3 and 4 overflowed with prime failed, pipettors disabled, and vacuum outside limits system errors involving unicel dxi 800 access immunoassay system. The customer stated large amount of fluid spilled and was cleaned up with paper towels following laboratory protocol. The customer had on personal protective equipment (ppe) during the incident. The customer also discovered a white substance in the clot catcher and removed it. The unit was not in operation. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered vacuum pump #2 not functioning when enabled in diagnostics. Vacuum pump #2 removes fluid from the wash towers for reagent pipettors 3 and 4. The fse replaced the vacuum pump and verified proper wash tower operation for the pipettors. The fse performed carryover test as part of instrument verification, and it failed the sample probe portion. The fse cleaned the outside of the probe and the wash tower nozzle and checked and adjusted alignments on the probe. The fse repeated the carryover test successfully. The customer completed and verified controls. Results conformed to the manufacturer's published performance specifications. (B)(4).